Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the pyxis station w-or1 had a complete black screen and no power. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jan-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the pyxis station w-or1 had a complete black screen and no power. A field service engineer found no black screen issue but door 3 had failed, powered down the station and replaced the latch. Despite this, door 3 still required maintenance. The fse powered down the station again and replaced the printed circuit board assembly controller. The system functioned as intended after the field service engineer repaired the device.